Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line/set) that occurred on the homechoice (hc) unit. This event was reported to have occurred during use, the patient was connected, in dwell four of five. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the rn that the home patient (hp) dispose of the current supplies attached and continue therapy with all new supplies. The tsr reviewed the proper procedure with the caller as per user manual. There was patient involvement but there was no patient injury or medical intervention associated with this event.